Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. There was no reported impact to the customer's blood glucose level. The customer was able to remove the o-ring and successfully load the cartridge to resolve the issue.